Event description:
Information was received indicating that a smiths medical trachs were implicated in having leaks in the cuffs in the following event.: trach was inserted in july. Patient went home in september and in one month, patient has gone through 3 trachs due to leaks in the cuff. One trach lasted 24 hours, one lasted 3 days and the other lasted a week. After the removal of all 3 trachs, it was observed that each one had the same exact pinhole leak. There were no reported adverse events.